Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), rash ("rashes"), cystitis ("bladder infections") and allergy to metals ("allergic to the nickel in the device"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, dyspareunia, rash, cystitis and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dyspareunia, fatigue, genital haemorrhage, pelvic pain, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), rash ("rashes"), cystitis ("bladder infections") and allergy to metals ("allergic to the nickel in the device") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, dyspareunia, rash, cystitis and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dyspareunia, fatigue, genital haemorrhage, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), fallopian tube perforation ('perforation (fallopian tube)/migration') and genital haemorrhage ('excessive and abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent in-office hysteroscopy and novasure endometrial ablation". The patient's medical history included breast mass (breast problem) from 2013 to 2014, vaginal abscess, multigravida, parity 4, knee arthroscopy, abdominoplasty, breast operation, endometrial ablation, screening test, gluten sensitivity, menometrorrhagia, breast prosthesis implantation and vertigo. Previously administered products included for an unreported indication: ativan, cytotec, ciprofloxacin and vicodin. Concurrent conditions included concussion (car accident) since (B)(6) 2017, panic disorder, back pain, sunburn, hemorrhagic cystitis, lactation induced, itchy skin, bruising, celiac disease, joint pain, sores mouth, murmur functional, breast tenderness, dysuria, sinus congestion (for the past 3 weeks.) And menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin) since 2012, doxycycline, fluticasone propionate (flonase allergy relief) since 2016, ibuprofen, loratadine, mometasone, mometasone furoate (nasonex) and venlafaxine since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced psychological trauma ("psych injury,psychological or psychiatric problems condition: anxiety"), hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes frequency") and urinary incontinence ("bladder or urinary problems or changes incontinence"). On (B)(6) 2012, the patient experienced cystitis ("bladder infections"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), allergy to metals ("allergic to the nickel in the device/nickel allergy"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), acne ("acne"), urticaria ("allergic or hypersensitivity reaction type: hives"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding: vaginal, menorrhagia"). The patient was treated with hydrocodone;phenyltoloxamine (tussionex), levofloxacin, prednisone and surgery (bilateral salpingectomy and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, dyspareunia, cystitis, abdominal pain, menorrhagia, psychological trauma, acne, hot flush, mood swings and urticaria had resolved, the fallopian tube perforation, rash, depression, pollakiuria, urinary incontinence, anxiety and vaginal haemorrhage outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, pollakiuria, psychological trauma, rash, urinary incontinence, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, psych injury, migration, bladder/urinary problem. Current weight 149 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Imaging procedure - on (B)(6) 2011: test not specified, result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), fallopian tube perforation ('perforation (fallopian tube)/migration') and genital haemorrhage ('excessive and abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent in-office hysteroscopy and novasure endometrial ablation". The patient's medical history included breast mass (breast problem) from 2013 to 2014, vaginal abscess, multigravida, parity 4, knee arthroscopy, abdominoplasty, breast operation, endometrial ablation, sexually transmitted disease, gluten sensitivity, menometrorrhagia, breast prosthesis implantation and vertigo. Previously administered products included for an unreported indication: ativan, cytotec, ciprofloxacin and vicodin. Concurrent conditions included concussion (car accident) since (B)(6) 2017, panic disorder, back pain, sunburn, hemorrhagic cystitis, lactation induced, itchy skin, bruising, celiac disease, joint pain, sores mouth, murmur functional, tenderness, dysuria, sinus congestion (for the past 3 weeks.) And menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin) since 2012, doxycycline, fluticasone propionate (flonase allergy relief) since 2016, ibuprofen, loratadine, mometasone, mometasone furoate (nasonex) and venlafaxine since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced psychological trauma ("psych injury,psychological or psychiatric problems condition: anxiety"), hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes frequency") and incontinence ("bladder or urinary problems or changes incontinence"). On (B)(6) 2012, the patient experienced cystitis ("bladder infections"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), allergy to metals ("allergic to the nickel in the device/nickel allergy"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), acne ("acne"), urticaria ("allergic or hypersensitivity reaction type: hives"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding: vaginal, menorrhagia"). The patient was treated with hydrocodone;phenyltoloxamine (tussionex), levofloxacin, prednisone and surgery (bilateral salpingectomy and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, dyspareunia, cystitis, abdominal pain, menorrhagia, psychological trauma, acne, hot flush, mood swings and urticaria had resolved, the fallopian tube perforation, rash, depression, pollakiuria, incontinence, anxiety and vaginal haemorrhage outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, cystitis, depression, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, incontinence, menorrhagia, mood swings, pelvic pain, pollakiuria, psychological trauma, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, psych injury, migration, bladder/urinary problem. Current weight 149 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Imaging procedure - on (B)(6) 2011: test not specified, result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: follow-up 2nd and 3rd process together. Plaintiff fact sheet received, new reporter, patient demographic lab data, essure indication, start date and new events: abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration, acne and outcome were added on 19-sep-2019: follow-up 2nd and 3rd process together.plaintiff fact sheet received: essure lot number and new events: hormonal changes describe: hot flashes, mood swings, allergic or hypersensitivity reaction type: hives, depression, bladder or urinary problems or changes and perforation (fallopian tube) were added. New reporter, patient demographic information, concomitant treatment medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.